Event description:
It was reported that the device did not present the usual golden colour. It was completely grey and did not conform well inside the loader. The device was discarded and a new one was used for the procedure.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The final inspection of the reported device and its procedure pack revealed no deviations and the environmental conditions during storage were within the limits. The visual and functional investigation of the returned device confirmed the reported malfunction. A manufacturing-related failure, which was not identified in the qc inspection, could be identified as root cause for the reported event.